Event description:
During a surgical procedure, the arkon anesthesia machine's ventilator shut down and the machine unexpectedly entered a "failed state" mode. The anesthesia provider manually ventilated the patient as the machine was rebooted. After rebooting, the anesthesia machine returned to normal full operation with no resulting patient harm.